Manufacturer narrative:
(B)(4). The set was requested to be returned for eval and a shipping label was provided. The set was not returned for investigation. Review of the lot history record did not identify any quality issues noted during production build of this model for the failure mode reported.

Event description:
Customer reported nurse noticed unspecified fluid from the secondary line flowing incorrectly into the primary IV solution. No pt harm reported. No additional info was available.